Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken. The first piece measured approximately 52 cm from the top of the connector to the break. The second piece measured approximately 263.7 cm from the break to the tip. Exposed glass portion of the tip measured approximately 3.4 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached, likely as a result of handling during unpackaging and setup. The remainder of the tip was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney and ureter performed on (B)(6), 2019. According to the complainant, the fiber was noted to be broken upon removal from packaging. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.